Event description:
A customer reported that when the laser was turned on, during a procedure, a yellow warning was displayed then the system reset itself. There was no pt harm reported. Add¿l info has been requested.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).